Manufacturer narrative:
B5 - describe event or problem: updated. H3 - device evaluated by manufacturer: received for analysis was the lotus edge delivery system. The device was received inserted through the isleeve. Approximately 8cm of the distal end of the lotus edge device was exiting from the isleeve. An examination of the distal end of the exposed section of the lotus edge device iidentified that the nosecone was not seated correctly. There was a 5mm gap between the distal end of the outer sheath and the nosecone. The outer sheath of the lotus edge delivery system immediately exiting the isleeve was compressed / flattened. As part of the device analysis, it was possible to flush the isleeve and using some force it was possible to remove the lotus edge device from the isleeve. Once the lotus edge device was removed, the outer sheath was retracted to confirm that the valve had been deployed and that no issues existed with the retraction of the outer sheath. H6 - device codes: updated.

Event description:
It was reported that complete heart block occurred. The patient had a horizontal aorta and pre-existing right bundle branch block. A 27 mm lotus edge valve was advanced through an isleeve device to conduct the procedure. The valve was successfully deployed; during retrieval, the lotus edge delivery system became stuck in the isleeve and began pulling the isleeve out with the valve. When attempting to advance the lotus edge delivery system back through the isleeve, it was noted that the isleeve and valve were still stuck together. These devices were removed from the body together as one unit. After the procedure, complete heart block was noted. A permanent pacemaker was implanted. It was further reported that there was some resistance while advancing the lotus edge valve through the isleeve introducer. There was also difficulty in locking the lotus edge valve, which was resolved and the valve was implanted with a great result.

Event description:
It was reported that complete heart block occurred. The patient had a horizontal aorta and pre-existing right bundle branch block. A 27 mm lotus edge valve was advanced through an isleeve device to conduct the procedure. The valve was successfully deployed; during retrieval, the lotus edge delivery system became stuck in the isleeve and began pulling the isleeve out with the valve. When attempting to advance the lotus edge delivery system back through the isleeve, it was noted that the isleeve and valve were still stuck together. These devices were removed from the body together as one unit. After the procedure, complete heart block was noted. A permanent pacemaker was implanted.